Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station shown fatal error that network or hardware issue. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a fatal error. A field service engineer (fse) freed up some storage space (about 1gb total) in attempt to get device available for customer support center (csc) to remoted in, but repair was unsuccessful. Further, station login had failed initially. Fse rebooted, accessed desktop, stopped serial advanced technology attachment (sata) synchronization and maintenance and found database bloated. Contacted technical support center (tsc), replaced database, completed data synchronization. Station restored and nurse and pharmacy successfully logged in. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station shown fatal error that network or hardware issue. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.